Event description:
Instability in the right knee [joint instability]. Unable to walk [abasia]. Swelling in right knee [joint swelling]. Pain in the right knee [arthralgia]. Knee effusion [joint effusion]. Stomach pain [abdominal pain upper]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient, initials (B)(6). The patient had a history of arthritis. The patient received synvisc injections in her right knee on (B)(6) 2009. Within 24 hours of receiving the second synvisc injection, the patient experienced extreme swelling, pain and instability in her right knee. The patient was unable to walk. The patient contacted her physician who instructed the patient to elevate her right leg and to ice her right knee. The patient was also instructed to take motrin alternating with tylenol and to take benadryl. The patient missed five days of work. The patient was seen by the physician on (B)(6) 2009 and the right knee was aspirated of 30cc of fluid. The culture of the fluid revealed a lot of wbcs and no bacteria. The fluid immediately re-accumulated. The patient was seen by the physician on (B)(6) 2009. The physician injected a steroid in the patient's right knee and put the patient on crutches. The patient continued to elevate and ice her right knee. The patient also continued to take acetaminophen, benadryl and darvocet in place of motrin due to stomach pain caused by the motrin. The patient expected to miss work again tomorrow. As the date of receipt of this report, the patient's outcome was unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.